Event description:
Information received suggests patient underwent revision hip arthroplasty due to metal hypersensitivity and loose acetabular cup. Review of radiographs and invoice history revealed that patient underwent prior hip revision arthroplasty on (B)(6), 2007, for an unknown reason. Subsequently, patient was revised again on (B)(6), 2010. No further details have been provided to date.

Event description:
Information received suggests patient underwent revision hip arthroplasty due to metal hypersensitivity and loose acetabular cup. Review of radiographs and invoice history revealed that patient underwent prior hip revision arthroplasty on (B)(6) 2007, for an unknown reason. Subsequently, patient was revised again on (B)(6) 2010. No further details have been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Also under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". This report submitted (B)(6) 2010.

Manufacturer narrative:
It is suspected that the screws used in the procedure may have lost purchase and backed off causing the indentation of the poly-liner. The loss of this required purchase may have caused the shell to have some degree of micromotion that may result in fibrous encapsulation leading to revision of the implant. (B)(4).